Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator had been explanted from another patient for unknown reasons and may have been exposed to electrocautery. The device for unknown reasons was used as a temporary pacemaker on another patient whom had a septic condition. The patient deceased from septic infection. There is no known allegation from a health care professional that suggests that the death was device related. The exact cause of death was not confirmed. It was noted that the patient delayed the explant procedure for a couple of weeks. No additional information was available at this time.